Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. The failure mode was identified as a faulty ise (ion-selective electrode) buffer syringe. The beckman coulter field service engineer replaced the buffer syringe to resolve the issue. (B)(4).

Event description:
The customer reported high ion selective electrode (ise) patient results on their au5800 instrument. The results were not reported out of the laboratory; hence there was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to the event. The customer was unable to provide data and stated the initial results were out over 200.